Event description:
Customer alleges audio alarm was intermittent. Mallinckrodt cse was unable to confirm malfunction of the alarm. Alarm assembly was removed and replaced as a precaution. No patient involvement.